Manufacturer narrative:
Maquet inc submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The complainant reports that the o2 concentration reading was high, and an alarm was generated from the ventilator while in use on pt. The compressor had shut off. There was no injury.